Event description:
It was reported 2.5 months ago, that the patient's catheter came out of her spine and it was fixed 2 months ago. It was stated by the physician that the patient had no back muscles like that of an (B)(6). It was stated that the patient' pain was an 8 on a pain scale and the patient wanted the medication to work better, but understands that it may take time. It was later reported that the cause of the event was due to a catheter dislodgement/migration. The patient was hospitalized as a result of the event. Surgical revision was performed on (B)(6) 2012 and the catheter was replaced. It was noted that the patient recovered without sequelae. The drug delivered via pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2012, explanted: (partial) (B)(6) 2012, product type catheter. (B)(4).